Manufacturer narrative:
The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of seven reports (3007042319-2016-01323, 01324, 01325, 01326, 01327, 01328 and 01329) submitted for devices related to the same event.

Event description:
It was reported by an engineer that the controller and batteries created power switching. They were exchanged out without impact to the patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported event of power switching involving the returned controller, (B)(4), and batteries, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed multiple premature switching events involving the returned devices. Analysis of controller ((B)(4)) revealed that the device met specifications; the device passed visual examination and functional testing. The reported premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. The most likely root cause of the reported event can be attributed to a communication error between the controller and batteries and a battery with a faulty weld. The manufacturer has opened an internal investigation to evaluate communication errors between batteries and controllers. This has been addressed under fsca apr2015a. This is one of seven reports (3007042319-2016-01323, 01324, 01325, 01326, 01327, 01328 and 01329) submitted for devices related to the same event. Labeled for single use.